Event description:
Site called in to report that an acclarent rep replaced a post on the env head tracker when it was noticed to be missing with another post from a different instrument. Explained that the surgeon could have navigated with 3 spheres on the env head tracker in the first place (with yellow status) and should not have made that adjustment with the other instrument. Both instruments cannot be used with all 4 spheres now and should be replaced to ensure proper accuracy as the geometry errors are not true to each instrument anymore. No pt was present for event.

Manufacturer narrative:
Device was altered by outside rep making the mnav instruments out of spec. Ment rep suggested site purchase new instruments as the accuracy and geometry of instruments are now unk.